Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure "large tear in the outer cable" was confirmed and "minor damage to the optical fiber" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the cover glass of the insertion section is cracked. A root cause could not be identified. Based on the results of the investigation, large tear in the outer cable was due to a cut in the protector of the video cable section. The most probable cause for the malfunction is traced to component failure. The most probable cause for the minor damage to the optical fiber could not be identified. The most probable cause for the damaged fiber bonding in the outer tube area (distal end) and cracked cover glass of the insertion section is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope had a large tear in the outer cable and also noted minor damage to the optical fiber about 13 cm from the tip. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.